Manufacturer narrative:
A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A sample was not received for the investigation. Per customer, the sample was discarded. Because a sample was not returned, we were unable to perform a follow-up investigation to include functional and visual evaluations to confirm the issue and root cause analysis. However, there have been complaints reported in the past for catheter detachment. As part of continuous improvements, a corrective action (CAPA) has been opened to address the reported issue through a more robust investigation. The results of investigation will be documented through the referred CAPA.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reporter after ambulation, the patient's foley drainage bag and the blue catheter had become separated. The tamper proof seal was still on the blue part of the foley.